Event description:
It was reported there were high thresholds on the right atrial lead. It was further reported the lead was fractured and capture was intermittent when the patient¿s hands were raised otherwise there was no capture. When checking the lead through the analyzer impedances ranged from 456 ohms to 4000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).